Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02july2019. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Customer inspected internal tubes and connections for the connectors and all were okay. Due to tests passing unit was released for use.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of over pressure condition. The customer reported there was no patient involvement.